Event description:
Two implants were placed (date unk). After 6 mos healing time, dr placed healing abutments. 15 days later, the impression was taken. During the impression, dr noticed the reported implant had not integrated. Pain was noted. It appeared that the implant integrated only the height of the external cortical bone, but not in porous bone. Implant was removed without difficulty by unscrewing it, date unk. One person affected.